Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other ht versacore device is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a lesion located in the subclavian with mild tortuosity and mild calcification. With an unspecified 5fr sheath in place, a hi-torque (ht) versacore floppy 260cm guide wire was advanced via left radial access past the subclavian vessel without resistance. When advancing an unspecified 035 diagnostic heart catheter approximately halfway over the versacore, resistance was felt against the versacore, but no force was applied. The diagnostic catheter was retracted with no noted resistance. Upon withdrawal of the versacore, unraveling of the tip coil and a possible core separation were noted. During the same procedure, the exact same issue occurred with another same part and lot of versacore. The procedure was completed using a non-abbott guide wire without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.